Manufacturer narrative:
(B)(4)

Event description:
It was reported myopotential inhibition was observed on the device due to low level, high frequency noise that was inhibiting pacing. It is suspected this event was possibility myopotential oversensing. Turning off the low frequency attenuation filter and conducting an induction testing were recommended. The patient will be monitored with routine follow-up. No further information is available.